Manufacturer narrative:
Investigation: sample evaluation: no sample available for evaluation. DHR review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2024 (march 7 - 9th, 2017). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, and nº4213, in lot #7055092 (february 27th - march 6th, 2017) and in lot #7062492 (march 6 - 13th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7062448, #7055054, #7048394, #7048394, and #7041288 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7062449, #7055058, #7048398, and #7041293 and no problems, defects or qn related to the reported issue were found. Root cause analysis we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: no samples available for evaluation. No issue found in the bhr. We could not confirm the reported issue. CAPA determination: based on an evaluation of severity and occurence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that the bd discardit¿ eccentric luer-slip two-piece syringe was leaking fluid. There was no report of medical interventions, exposure or injury.